Manufacturer narrative:
During a recent administrative review, the complaint was re-opened to correct the clinical closure. A supplemental MDR is being submitted and the following section of this report has been corrected: section h11 (provide narrative/data). The valve will not be returned to edwards as it remains implanted in the patient. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (the initial sapien 3 ultra resilia valve was placed too high) caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted after further review of the corrected MDR. The closure statement was updated referencing "product risk assessment and corrective or preventative actions" statement. During a recent administrative review, the complaint was re-opened to correct the clinical closure. A supplemental MDR is being submitted and the following section of this report has been corrected: section h11 (provide narrative/data). The valve will not be returned to edwards as it remains implanted in the patient. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (the initial sapien 3 ultra resilia valve was placed too high) caused or contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The valve will not be returned to edwards as it remains implanted in the patient. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. Additional risk factors in aortic position include a narrow sinotubular junction and severe septal hypertrophy. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that procedural factors (the initial sapien 3 ultra resilia valve was placed too high) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. H3 other text : the valve remains implanted in the patient.

Event description:
As reported by the edwards field clinical specialist, approximately 34 days post implant of a sapien 3 ultra resilia valve in the native mitral position, a 2nd sapien 3 ultra resilia valve was successfully implanted due to paravalvular leak (pvl). The existing s3ur valve was pre-dilated in an attempt to resolve the pvl. The pvl was not resolved, and decision was made to implant a 2nd valve. The pvl was resolved. Per report, the initial sapien 3 ultra resilia valve was placed too high with a gap in the outer skirt.